Event description:
It was reported that the customer was hospitalized with low blood glucose of 26mg/dl. A nurse called in to assist with troubleshooting the customer's insulin pump. At the time of reporting, the customer's blood glucose was 377mg/dl. The nurse called on the customer's behalf to attempt to change the insulin pump back into english after it had been inadvertently changed to spanish. The customer was advised to be removed for the insulin pump for troubleshooting, but he already had been. Troubleshooting on the devise showed it to be working properly. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.